Manufacturer narrative:
The delivery system was not returned for evaluation; however, the complaint was confirmed for delivery system ¿ withdrawal difficulty based on the review of the provided photo. The photograph reveals the guidewire shaft with the stretched balloon spring, which indicates the delivery system was damaged. In addition, the proximal marker band from the triple marker dislodged proximally. This indicates the user has exerted high amounts of force to retrieve the system and causing the damage. Due to the unavailability of the device, engineering was unable to perform any visual, functional or dimensional analysis. During manufacturing process the commander delivery system undergoes multiple 100% manufacturing and quality inspection. These inspections support that it is unlikely a manufacturing non-conformance related to the complaint which would be present on the device. Although there is insufficient information regarding what was stuck and where, the previously closed complaints indicated that if the inflation balloon burst, the profile of the balloon gets altered. This creates difficulty in withdrawing the delivery system, as the burst balloon could get caught onto distal tip of the sheath/interfere with calcium. As reported, ¿when the commander delivery system was being withdrawn, something got stuck and the guidewire came away from the handle.¿ additionally, the access vessels had moderate calcification and angulation. Calcification can cause balloon burst which would have increased the likelihood of balloon getting caught during system retrieval. Moderate tortuosity of access vessels can also cause non-axial retrieval angles, which would further exacerbated delivery system withdrawal difficulties and eventually may have caused the delivery system damage. However, based on available information, a definite root cause is unable to be determined at this time. In this case, available information suggest that procedural factors (retrieval of delivery system with force when it got caught) and/or patient factors (moderately calcified and tortuous access vessels) may have contributed to the event. The complaints of ¿delivery system - withdrawal difficulty¿ and ¿delivery system ¿ damaged¿ were confirmed based on the review of provided photograph. No labeling or IFU/training inadequacies have been identified and review of the complaint history for the month of (B)(6) 2017 revealed that occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventive actions are required.

Event description:
As reported through our (B)(6) affiliate, during implant of a 26mm, sapien 3 valve.

Manufacturer narrative:
The commander delivery system was returned for evaluation. Visual inspection revealed that the guidewire was separated on both ends, the spring stretched out (both ends still adhered to lumen), proximal triple marker displaced, adhesive near proximal marker band damaged, nose tip damaged, plastic insert of nose tip assembly bent, I/c bond separation, no abnormalities observed on crimp balloon, tear observed on inflation balloon, discoloration observed on ¿y¿ connector adhesive port likely from the polyimide (outer surface of the guidewire lumen) and the adhesive, adhesive present at ¿y¿ connection to the guidewire lumen and adhesive present on proximal end of guidewire lumen. Functional testing was not performed due to the returned condition of the device (guidewire lumen separated, balloon torn). Dimensional testing of the wall thickness of the crimp balloon proximal to the observed separation was measured and found to be within specification. Due to the location of the tear in the inflation balloon (proximal end of tapered length), no relevant dimensional analysis could be performed on the inflation balloon. The complaint of delivery system withdrawal difficulty, balloon torn, and distal tip separated and damaged was confirmed based on visual inspection of the device. However, balloon burst was unable to be confirmed. No manufacturing non-conformances were identified in the returned sample, as dimensional testing of the crimp balloon double wall thickness met specification and the presence of adhesive was observed at the required locations on the guidewire lumen and in the y-connector. Although a tear in the balloon was found, the complaint for balloon ¿ burst was unable to be confirmed, as it is unclear when the inflation balloon damage definitively occurred. The balloon burst was not reported or any balloon leakage during valve deployment or inflation. As such, it is possible that the balloon damage did not occur during deployment and can be attributed to the reported withdrawal difficulty instead. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in an edwards risk assessment. The patient¿s access vessel was reported as moderately tortuous. If the physician performed the valve alignment process in a tortuous anatomy it may result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. It is possible that access vessel calcification/tortuosity led to the withdrawal difficulty. Tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system and sheath during retrieval. This non-coaxiality could have then caused the balloon to get caught on the sheath tip or patient anatomy, making it difficult to withdraw into the sheath. As the device was being manipulated due to the withdrawal difficulty, it is possible that the I/c bond, balloon, and nose tip could have been damaged by the existing calcification or the sheath tip. The excessive force or manipulation applied as a result of the experienced withdrawal difficulty could have then led to the I/c bond separation, as well as the nose tip and guidewire lumen separation. The weakening of the I/c bond during valve alignment, as discussed above, would have further increased the likelihood of bond separation during withdrawal. The complaint was confirmed based on visual inspection of the device. However, based on available information, a definite root cause cannot be determined at this time. No manufacturing non-conformances were identified in the returned device. In this case, available information suggests that patient (moderate tortuosity) and/or procedural factors (delivery system withdrawal through sheath) may have contributed to the complaint event. A review of complaint data for march 2017 revealed that the complaint rate has not exceeded the control rate for the applicable complaint trend category. No product non-conformances or IFU/training inadequacies were identified. Therefore, no corrective or preventive action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, during implant of a 26mm, sapien xt valve withdrawal difficulty was encountered and ¿something got stuck¿ and ¿the guidewire came apart from the handle.¿ an unsuccessful attempt by the physician to retrieve ¿the stuck item¿ by snare was performed. Surgical intervention was required to remove the item from the iliac.